Event description:
It was reported that the tip of driver broke off in the implant. Part of implant with the tip was removed; partial remains in the patient. No more implants were used. Procedure was delamination of the rotator cuff.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed the distal square drive to be twisted and deformed and detached from the main driver shaft. Material analysis confirmed correct material type. An exact and definitive root cause was unable to be determined nor was this failure able to be duplicated in a lab setting. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.